Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. The patient presented with an inferior wall myocardial infarction. The lesion was pre-dilated with a 3.00 x 12 mm non-compliant balloon. A 4.00 x 48 mm synergy was deployed at 16 atm and post-dilated with a 4.50 x 12 mm non-compliant balloon. A type b proximal stent edge dissection was then observed. The dissection was covered with a 4.00 x 12 mm synergy and the procedure was completed successfully. The patient was stable post procedure.

Manufacturer narrative:
(B)(6).